Event description:
Discordant false positive immulite 1000 thyroglobulin results were obtained on one patient over a two year period (with two different lots of reagent). The patient's thyroglobulin results trended upward over time and were then checked in a different lab on a different system. Results from the second lab were considerably lower. The patient was treated with radio-active iodine in (B)(6) 2010, no other medical treatment reported due to the discordant thyroglobulin results. There were no known reports of adverse health consequences due to the discordant thryoglobulin results. Note: initial submission contained a typo (date of this report - (B)(6) 2011), it should have read (B)(6) 2010 - which has been corrected in this report.

Manufacturer narrative:
The cause for the discordant thyroglobulin result is unknown. The customer checked the instrument and ran controls. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant thyroglobulin result is unknown. The customer checked the instrument and ran controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant false positive immulite 1000 thyroglobulin results were obtained on one patient over a two year period (with two different lots of reagent). The patient's thyroglobulin results trended upward over time and were then checked in a different lab on a different system. Results from the second lab were considerably lower. The patient was treated with radio-active iodine in (B)(6) 2010, no other medical treatment reported due to the discordant thyroglobulin results. There were no known reports of adverse health consequences due to the discordant thryoglobulin results.